Event description:
The user facility reported that a 57-year-old female patient implanted with the impella 5.5 for mechanical circulatory support had a cannula kink in the patient's body near the outlet. The pump was exchanged as a result. It was noted that there were delivery issues prior to the observation of the kink and "that the patient was large". It was also noted that excessive force was used and there the patient had tortuous vessels. No further information was provided. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported kink was completed. The device was not returned for evaluation. An image provided by the clinical representative confirms the cannula and the catheter kinks. The kinks likely occurred during delivery of the pump and were due to the reported tortuosity of the vessels. Therefore, the root cause of the delivery issue was patient condition related and related to the patient's anatomy.